Manufacturer narrative:
Per the engineering evaluation, based on the product evaluation, the root cause of the regurgitation and leaflet perforations was suture tail abrasion. There were no indications of a manufacturing defect. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: two perforations were observed on leaflet 2, both measured to be approximately 4mm x 2mm. There were no remaining sutures left on the sewing ring. Leaflet 1 had two non-transmural tears measuring at approximately 4mm in length on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Xray demonstrated wireform intact. Sewing ring was observed to be partially cut off around leaflet 2. Sewing ring and cloth and had multiple cuts around the valve. Customer complaint of regurgitation and perforations were confirmed through observed leaflet perforations. The perforations were beveled at the outflow aspect, a typical characteristic of those caused by suture tail abrasion. Based on the available information, the root cause cannot be conclusively determined. However, surgical technique and patient factors may have contributed to the event. A supplemental report will be submitted upon device history record review completion.

Event description:
It was reported that a 23mm pericardial aortic valve was explanted after an implant duration of 2 years, 9 months due to regurgitation secondary to holes in the non-coronary cusps. Intraoperatively, the valve was found to have 2 perforations in the non-coronary leaflet. A new 23mm valve was implanted and the patient was transferred to the open-heart intensive care unit in stable condition. The patient was note to be doing well operatively and was anticipated to be discharged.